Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the alarm occurred during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump¿s black box showed that a 064-0008 call service alarm had emitted on 06/07/2015. During testing, the pump¿s keypad buttons were unresponsive; the complaint was unable to be fully investigated due to this unrelated issue. The pump¿s keypad cover was intact; however, the keypad cover was removed and evidence of contamination was found under all key contacts. Additionally unrelated to the original complaint; the pump¿s display screen appeared distorted and evidence of moisture was observed behind the display. The pump failed a leak test at the display lens. The pump cover was removed and evidence of moisture damage was observed in the pump. In addition, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.